Manufacturer narrative:
To date, no erroneous patient results have been reported to bci. Qc has been performing within range. There was indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxi 800 access immunoassay system was generating process monitoring initialization errors during aspiration from the reagent pack, when running the access hiv combo reagent kit. Process monitoring is used to detect low or empty wells within the reagent pack, when aspirating reagent components, during patient testing. Although the errors are innocuous, because the wells are not actually low or empty, the frequent production of error messages can desensitize the user to any potential 'real' errors which could potentially occur, if a reagent pack well was actually low or empty. Although no erroneous results have been reported to date, this issue has the potential for false positive hiv results to be reported, if the customer ignored the event log warnings.